Event description:
It was reported that the patient¿s continuous glucose monitoring signals intermittently dropped for about 15 minutes after bathing or after a sensor replacement, during which the reported glucose increased from approximately 145 mg/dl to 165¿170 mg/dl; education was provided that moisture exposure can cause temporary signal loss and that use of an overpatch could help. Symptoms included transient hyperglycemia. Outcomes included no alarms and no medical intervention. Investigation included customer education and troubleshooting regarding sensor adhesion and moisture exposure. Investigation of this case revealed a probable temporary communication or signal interruption associated with water exposure and sensor adhesion, consistent with known behavior of the sensor-transmitter system. It was concluded, based on previously established findings for similar reports, that the cause was user environment and use conditions related to moisture exposure after bathing.